Event description:
It was reported that during central processing, a burn mark was observed on the maryland bipolar forceps (mbf) instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team and was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. A review of the procedure logs did not indicate that a monopolar instrument was used during this case.